Event description:
It was reported that the asymptomatic patient presented during follow-up in clinic. Upon interrogation of the pacemaker, noise oversensing was detected on the right ventricular lead. No intervention was performed at this time. The patient would continue to be monitored. The patient was in stable condition.